Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, at 00:20 on 24may2026, the doctor gave an indwelling urinary catheter to drain urine and improve urination difficulties, and there was no abnormality in the catheterization process, and at 17:10 on (B)(6) 2026, the patient complained that the indwelling catheter dislodged on its own, and when he went to the bedside to check it out, the catheter appeared to be intact. The patient reported no discomfort. The doctor examined the patient's urethra and found no damage or bleeding.